Event description:
It was reported that the cord heated up during set up for an oral procedure. There was no pt injury, and no adverse consequences.

Manufacturer narrative:
The cord was received by the MFR and the complaint was confirmed. It was discovered during disassembly that a wire at the console end of the cable had broken and become exposed to the ground shielding, and it appeared that they were touching. A broken wire touching the ground shielding can cause increased resistance throughout the wire, which causes the console to push more current through the cable making it warm to touch.